Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
The pump began to alarm in its sterile packaging during storage. When the pump was inquired, the programmer displayed an error message. There was no patient or customer involvement and the pump was returned for evaluation.

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as electrical testing. The evaluation determined that a component was not operating normally. Based on the results of the investigation, the reported event was confirmed. (B)(4).